Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. Moisture damage was found on the motor assembly. The device had a cracked case at the display window corner, cracked lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
Customer advised they went into the jacuzzi with their insulin pump. Customer advised there was a crack on the insulin pump prior to going into the water. Troubleshooting for the insulin pump exposed to fluid was performed. Customer's insulin pump went blank after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.